Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 11 days after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 42 ncm of primary stability was achieved, patient presents bone type iii, immediate load and immediate implant were performed and bone graft was executed.